Event description:
MFR rec'd a report of a user suffering from shortness of breath while using an oxygen concentrator. Attending nurse called 911 and pt was transported to a hosp. Pt was released with no serious condition reported. Unit is back in service with no confirmation of malfunction.